Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred. Customer's blood glucose level was 288-289 mg/dl. Customer was able to load a new cartridge and resume insulin delivery but due to consistent alarms, the pump is being replaced. Customer is able to use their pump for insulin delivery.